Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hernia repair. The device connector fell off where the balloon meets the trocar. No injury to the patient reported.